Manufacturer narrative:
Follow-up # 1 date of submission 04/28/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded on 03/04/2014. Evaluation revealed that the battery compartment was cracked below the grip pad. The pump was able to power on using the returned battery cap. The battery cap was able to be fully secured to the pump. No power loss was observed during investigation. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power reboots, loss of powers or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of the pump having no power was observed in the pump¿s black box history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the battery was changed 10 minutes ago for a low battery alarm. Reportedly, after the new battery was inserted, there was no power to the pump with the new battery or the battery that showed the low battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.